Event description:
It was reported that in 2005 the patient saw a healthcare professional (hcp) who indicated the implantable neurostimulator (ins) was placed in the incorrect position. The ins was taken out, but when the hcp ¿pulled on the wires¿ they would not pull free. The patient currently had only the wires implanted. The date of the ins explant and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # la5495, implanted: (B)(6) 2002, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3998, lot # la5495, implanted: (B)(6) 2002, product type lead. (B)(4).